Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer wouldn't start and that smoke came from the power supply. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed customer comment. Replaced plastic standoff between link electronic module (lem) and micro processor unit (mpu) board. Re-seated lem board, reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.